Event description:
It was reported that the stent detached from the stent delivery system (sds) during manipulation in the target vessel. Predilation of the target vessel was performed with two balloon catheters at 6 atm. A dissection (not flow limiting) was detected. An attempt was made to cross the lesion with a pixel but was unsuccessful. The pixel was removed and another predilation was performed with another co's catheter at 10 atm. A minivision was loaded over the guide wire and advanced until the takeoff of the cx. The sds was pulled back after feeling resistance and was removed and the stent was found to have dislodged in the cx approx 4 cm proximal to the lesion. A balloon catheter was used to push the dislodged stent into the stenosis and another balloon catheter was used but could only be advanced to the proximal half of the stent. The pt developed ventricular fibrillation, which could be terminated when coughing and the procedure was then abandoned. The target vessel was opened and had good flow; however, the dissection was visible. After ninety mins the pt developed a cardiac tamponade due to a punktion and cardiopulmonary resuscitation was unsuccessful. The autopsy findings reported an open vessel with a bent stent.